Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, while inspecting the instruments through the decontamination process, the threaded driving cap's threads were broken off. It is unknown how and when the device was damaged. There was no patient involvement. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.010.523, lot 8953334: manufacturing site: bettlach. Release to warehouse date: july 23, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. A product investigation was completed: the driving cap/threaded was returned. A visual inspection was performed. The threaded tip of the shaft was observed to be completely broken off. No other issues were identified with the returned components of the device. Dimensional inspection was not performed due to post manufacturing damage. The relevant drawings were reviewed. The complaint is confirmed for the received driving cap/threaded as the threaded tip of the shaft was observed to be completely broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.